Event description:
A report was received that the patient was experiencing pain at the right mid back. The patient will undergo an scs replacement procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was not charging and not functioning properly. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the right mid back. The patient will undergo an scs replacement procedure.